Event description:
A false high advia centaur troponin ultra (tni-ultra) result was obtained on a patient sample. An echocardiogram test was performed. The patient was redrawn three hours later and tested. The result was negative. The false high result was questioned by the physician. Repeat testing was performed on the initial sample and the result was negative. An echocardiogram test was performed. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed decontamination on the system and replaced the reservoirs, gaskets, and water filter. The customer ran a precision study with ten samples. The precision was acceptable. The customer ran advia centaur versus advia centaur xp method comparison. The troponin ultra results were comparable. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."